Event description:
It was reported the patient received the following results within 10 minutes: 187 mg/dl (patient's meter), "hi" mg/dl (school nurse's professional meter), and "hi" mg/dl (school nurse's professional meter).